Event description:
The customer reported, "the screen gave a control panel error, communication error". This error causes the sys to immediately shut down. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply connector was repaired during the svc call. The system was tested and found to be working as intended and placed back into svc.